Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the most probable cause of the failures could not be established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the adverse events reported. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that subject device had the adhesive on the bending section cover detached. There were no reports of patient involvement.